Manufacturer narrative:
Results: the returned indigo system aspiration catheter 8 (cat8) was fractured at approximately 2.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a fracture near its proximal end. If the device is forcefully mishandled during removal from its packaging, damage such as a kink may occur. Further manipulation of the kinked device may result into a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found upon opening the sterile packaging that the proximal end of an indigo system aspiration catheter 8 (cat8) was fractured. The damage to the cat8 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new cat8.